Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'under infusing' was not reproduced. The device was tested for flow accuracy and delivered within intended range. A review of the event history log (ehl) revealed ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump under-infused during testing in the biomedical service department. There was no patient involvement. No additional information is available.